Event description:
It was reported that the pt arrived to the hospital with return of fecal incontinence symptoms and no stimulation sensation. The lead impedance measurements were greater than 4,000 ohms. The physician stimulated the lead in the operating room with an external stimulator and no stimulation was reported. The lead was damaged 3 cm from the tines with the forceps upon removal. The lead was replaced and no surgical complications were reported.

Manufacturer narrative:
.